Event description:
It was reported that the pump touch screen was not displaying pixels properly. There was no adverse impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.